Event description:
It was reported that the patient¿s ilet exhibited charging difficulties with rapid battery depletion during a training session, and the trainer provided a backup ilet to ensure continued therapy. Symptoms included no reported adverse physiological effects. Outcomes included no change in blood glucose control and no medical intervention or hospitalization. Investigation included a device history review and technical evaluation planning. Investigation of this case revealed a suspected power or battery performance issue in the device. It was concluded that the event was related to device performance, with no patient injury reported.

Manufacturer narrative:
The investigation confirmed that the ilet experienced a charging/power malfunction during training due to a mainboard power circuit defect. The device would not charge or lost charge while on the charging pad. A replacement device was provided, therapy was successfully restored, and no blood glucose impact, injury, medical intervention, or hospitalization occurred.